Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in the hospital due to worsening heart failure. It was noted that another manufacturer's lead exhibited low out of range pacing impedance measurements. All other diagnostics were good. The other manufacturer's technical services advised to continue to monitor. No adverse patient effects were reported.